Manufacturer narrative:
The device is available to be returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was attempted to be implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. A very tortuous iliac artery was noted. A buddy wire was tried but was unable to advance the impella to the left ventricle.

Manufacturer narrative:
Additional information b5 was updated. H10: this is one for two reports this report is for the pump and another report was submitted for the introducer. Related report number was added.

Event description:
Additional information was received. It was the sheath that kinked due to vessel tortuosity.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary failure to advance: the cause of failure to advance was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (very tortuous iliac artery) and no issue was found on the pump.

Manufacturer narrative:
D4: corrected the serial number and UDI d9: added devices return information